Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. While pa was harvesting the greater saphenous vein, the cautery was not activating. They switched out the bipolar cord without success. They opened a new vh-2400 to finish the case. There were no ill effects to patient.

Manufacturer narrative:
Trackwise #: (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4).a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. While pa was harvesting the greater saphenous vein, the cautery was not activating. They switched out the bipolar cord without success. They opened a new vh-2400 to finish the case. There were no ill effects to patient.